Manufacturer narrative:
Evaluation / investigation: a review of the device history record, documentation, drawings, manufacturing instructions, quality control data, and specifications was performed. A visual inspection of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. A visual examination noted the basket sheath is separated 1 mm from the end of the support sheath exposing coil. The basket weave is exposed. The device has the appearance of being pulled to separation. The returned device has the appearance of having met resistance beyond its intended design. The customer complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and one non-conformances was noted for failed tensile test, non-destructive. This device was scrapped. A review of complaints revealed this the only complaint that has been received against complaint lot number 7874604. Based on the provided information and the investigation evaluation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when the product was opened and used through a flexible ureteroscope, the product did not work properly. The extractor reportedly would not expand, and there was a break in the wire. The complaint device was removed, and another of the same device was used to complete the procedure with no further issues reported.